Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope communication error (b30), no image, debris inside the light guide lens, and white residue inside the air/water channel and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions "scope communication error (b30), no image" is traced to component failure and for the malfunctions "debris inside the light guide lens, white residue inside the air/water channel and auxiliary water channel" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.